Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B5 - number of reports. G1: physical manufacturer is unknown.

Event description:
Procedure was completed successfully using other alignment devices. Patient is recovering as expected. This is report 2 of 7 for complaint (B)(4).

Event description:
It was reported that on (B)(6) 2021, alignment guide did not allow smooth cannula insertion. Guide was inspected for residual cement before insertion and cannula passed through without issue outside of screw engagement. When alignment device was inserted into screws then resistance became an issue. Cannula was damaged and bent upon removal and in two instances fractured. All of this was experienced with multiple (x6) cannulas despite readjustment and ensuring alignment and engagement into screw was as per surgical technique and as assessed by those present who all have knowledge and experience of using these instruments. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unk extraction instruments. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This report is for an unk extraction instruments/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.